Event description:
An optometrist reported that a patient who underwent bilateral prk (photo refractive keratectomy) was diagnosed with dry eye and spk (superficial punctate keratitis) noted on the cornea of the left eye, at the two month postoperative visit. Reporter noted that the patient stated experiencing vision fluctuations.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).